Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump passed basic occlusion and displacement tests. The insulin pump has minor scratches on lcd window, cracked case at the display window corners, cracked case at reservoir tube window corners, battery tube threads, broken belt clip slot and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error during rewind. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.